Event description:
It was reported the head nurse of the gynecology department was about to catheter the patient, opened the sedinger package, and found that the sheath on the front of the sedinger black was damaged, so he prescribed another package of sedinger to insert the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of awareness was corrected to 7/3/2024 as this is the date the bd employee became aware of the reported event. The complaint of a damaged sheath is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4fr microintroducer. Light use residue was observed on the sample. The tip of the sheath exhibited deformation. Microscopic inspection of the transition between the sheath and the dilator revealed a region of the sheath tip that was buckled and indented inward. The sheath tip deformation was consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small, or if the transition between the sheath and the dilator is rough or abrupt. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the head nurse of the gynecology department was about to catheter the patient, opened the sedinger package, and found that the sheath on the front of the sedinger black was damaged, so he prescribed another package of sedinger to insert the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.